Manufacturer narrative:
(B)(4). It was reported that during an avrt (atrioventricular reentrant tachycardia) / wpw (wolf-parkinson-white) procedure, while ablating in the left atrium, around the mitral annulus, the physician noticed a pericardial effusion on ice and a drop in patient blood pressure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical, temperature and generator test and it passes, in addition the catheter was tested under deflection and patency flow and was found within specification. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an avrt (atrioventricular reentrant tachycardia) / wpw (wolf-parkinson-white) procedure, while ablating in the left atrium, around the mitral annulus, the physician noticed a pericardial effusion on ice and a drop in patient blood pressure. They aborted the procedure and a pericardiocentesis was performed. The physician was ablating for about a half an hour with a thermocool catheter at 30 watts and cool flow pump rate of 30 ml/min when the effusion was noticed. The patient was and has remained stable.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). Webster cs catheter us catalog #: d135303, lot #:15638606m. Acunav ice catheter (reprocessed) catalog and lot # unknown. (B)(4).